Event description:
The hcp reported that the patient was experiencing "withdrawal symptoms". The patient was hospitalized for 2 days. The patient was "on edge" and felt like they had 20 cups of coffee". It was determined that the pump was empty 3 days early. A single bolus of intrathecal morphine was administered until the symptoms decreased. No testing or studies were performed. It is uncertain what the cause of the problem was - "maybe mis-calculated" the dose. The patient was discharged after 2 days.